Manufacturer narrative:
Correction concomitant medical products: medications were not available.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2014, a type 1a endoleak was identified by computed tomography angiography (cta). There was aneurysm enlargement, the aneurysm sac enlarged by 6mm. On (B)(6) 2014, there was a reintervention, and the physician treated the endoleak with endoanchors. The endoleak was resolved and the patient tolerated the procedure.